Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2010) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). It is alleged that the patient sustained injuries on (B)(6) 2017. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012 ¿ patient was diagnosed with recurrent incisional and ventral hernia thereby underwent open repair with implant of bard flat mesh. Per operative notes, ¿the previously placed mesh was completely excised from the fascia a bard flat mesh was placed at the fascial defect and sutured along each side of the fascial defect.¿ (note: the previously placed mesh explanted in this procedure was unknown). (B)(6) 2017 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent open repair with removal of bard flat mesh. Per operative notes, ¿two hernias were identified. The lysis of adhesion of the omentum was done. The entire bard flat mesh was completely removed. The fascial defect was then closed with a biological mesh and sutured along each side of fascial defect.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." However, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). It is alleged that the patient sustained injuries on (B)(6) 2017. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.